Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: turkey. The coating on the tool shaft that passed through the trocar caused peeling of the probe. There was small pieces of peeling during the operation. Insufficient sealing caused bleeding in the area of the operation.

Manufacturer narrative:
Investigation: test and analysis equipment: -aesculap rf- generator "gn 200", snr. (B)(4) -microscope "keyence- vhx 600 d" -digital-camera "panasonic dmc tz8 -fluke 178 trms multimeter -distance gauge -measuring module box with power supply. First we made a visible inspection of the jaw. Here we found no abnormities like burned or charred peak. Then we checked the mechanical function. The clamping and the cutting function worked well. In the next step we connected the instrument with an rf- generator "gn 200", snr.(B)(4), and checked the electrical functions: test step: generator- announcement: result: activation with open jaw "regrasp open" o.k. Activation with wet tissue "sealing" o.k. Activation with closed jaw "regrasp open" o.k. Activation with tin-foil in jaw "regrasp short" o.k. In the next step we checked the function and the resistance of the system. We connected the instrument to the module box and measured the voltage drop over the instrument with different articulation angles. With the voltage drop and the well known current, it is possible to calculate the real resistance on load operation. The highest determined resistance was 2.25 ohm. The upper limit of the resistance of the complete instrument is 4.0 ohm therefore in specification. Then we made an inspection of the shrink hose. Here we found damage on the shaft, the damage looks like chatter marks. Before the next investigation, we decontaminated the instrument again, now according to iso 12891-1. After decontamination, we made a microscopic investigation. The instrument doesn´t exhibit any abnormities like charring, impacts or damaged dissection clip. Next we checked with a clearance gauge the clearance between the upper and the under jaw in closed position. The instrument is within specification. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: sealing- problem: because the caiman system is validated, and the complained instrument is without any deviation to the function relevant parameters, the root cause is most probably user related. Damaged shrink hose: the problem is most probably user related (shaft tilted at the end of the trocar). Corrective action: according to sa-de13-m-4-2-01-010-0, a CAPA is not necessary.